Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) is stimulating the diaphram. No ventricular capture, no r-wave measurement and unable to measure an impedance. The lead had dislodged for the 2nd time, and it was removed and replaced with an oscor lead.